Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 585 mg/dl. Customer also reported that insulin pump had a blank display. The customer was assisted with troubleshooting and the display returned. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display returned after insulin pump restart. Customer also reported insulin pump had insulin flow block alarm and they were assisted for troubleshoot. The device will not be returned for analysis.